Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.